Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the paddles on the heartstart xl were not working properly. There was no patient involvement.